Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the choledocho videoscope exhibited a missing distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the curved portion of the device was cut off by the customer outside of the case. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "oeration manual 3.8 inspection of the endoscopic system-inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.